Event description:
Per complaint (B)(4), an impression coping would not unscrew from a dental implant while crown impressions were being taken. The implant was backed out. The patient experienced pain.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated for report submission date and to report device evaluation results. Updated for analysis awareness date, and for report type and follow-up number. Updated for follow-up type, for device evaluation status, and for method, result and conclusion codes.